Event description:
During a laparoscopic appendectomy procedure, the instrument jammed. The hospital reported that no pt injury had occurred.

Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.